Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed several error code messages and thereby failed to produce fluoroscopy x-rays. No report of patient injury.